Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose and released. The customer stated that she came back home and her glucose level is high again. The customer also mentioned that the insulin pump alarmed no delivery during bolus. The customer's most recent glucose reading was 552mg/dl. The call was disconnected while troubleshooting started. No further info was provided.